Event description:
It was reported the camera head had an image failure. The problem occurred during preparation for an operation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the new information: a2, a4, a5, a6, b5, b7, d8, d9, d10, e3, g3, g6, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image noise and no image displayed were caused by the twisted cable. Olympus will continue to monitor field performance for this device.

Event description:
The problem occurred during preparation for use in a transurethral resection of the bladder. The procedure was completed without the camera unit.